Event description:
A customer contacted the clinical assistance center to report a possible case of hemolysis occurring in a patient treated on a phoenix machine. The patient completed therapy and left the clinic. Nothing in the treatment appeared abnormal. The patient later went to the hospital and was diagnosed with hemolysis.